Event description:
It was reported that the atrial lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086mri58 implantable pacing lead - implanted: 2013-(B)(6). (B)(4).